Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the health professional used a cook endoscopy fusion ide-tome sphincterotome. Initially, the cutting wire of the sphincterotome cut and burned appropriately when electrosurgical power was applied. However, the cutting wire stopped cutting and only burned. Another sphincterotome and electrosurgical unit were used to complete the procedure. The initial reporter indicated the problem is probably with the electrosurgical unit, but they are not sure. No harm to the patient occurred. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the patient and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. Clinical personnel reviewed this information and indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and burning are expected outcomes of sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. The instructions for use caution the user to follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of a patient return electrode. The user is instructed to ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure. Prior to distribution, all cook endoscopy fusion ide-tome sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of the ohm meter is used to verify continuity between the cutting wire and electrical pin. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.